Event description:
Consumer used prod on lower abdomen for 10 hrs. Prod was used 2 weeks ago. She did read the instructions. When she took patch off, 2 patches of skin came off the size of cigarette burns. Burns are not healed. She saw the dr. The day after the incident happened and is currently using an antibiotic ointment. Consumer had used a birth control patch 3 days prior to use of icy hot patch. Add'l info has been requested, but has not been rec'd.